Event description:
Patient has original tha surgery in 1988. There was a high level of osteolysis in the femur. The surgeon removed the cup, liner and head; but left the pca e series stem intact. Replaced with: 509-02-58f, 626-00-46f, 1236-2-852 and 6280-0-128.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.